Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output. The physician adjusted the sensitivity of the ipg and was unable to reproduce the no output condition.